Event description:
It was later reported that the cause of the event was due to a lead fracture over time. It was unknown if there were any abnormal impedances. It was stated that the event was not related to a security gate. It was noted that the patient would need to have a revision. Additional information received reported that the patient still had concerns regarding his device or therapy and was working with his doctor and/or manufacturer representative. It was stated that the patient had and appointment scheduled for (B)(6) 2013 and was last seen on (B)(6) 2013.

Event description:
It was reported, the patient experienced stimulation working only if he moved into "contorted positions" after walking through a security gate. It was stated, the symptoms began on the day of report and he has pain "off the charts." It was also stated, the last time he used his stimulation was three days prior to report. It was noted, the device was off when he went through the security gate, and after the patient turned the stimulation up "all the way up to where it started beeping and he still couldn't feel it unless he moved into a certain position." It was also noted, the external equipment was working as intended but the internal device needed to be checked by a clinician programmer. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3708120 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 377745 lot# v000498, implanted: 2005 (B)(6), product type lead product ID 3708120 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 377745 lot# v000498, implanted: 2005 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2005 (B)(6), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).